Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately low in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr and medical surveillance specialist. The patient advised the csr that, sometime around (B)(6) 2019, she obtained an alleged inaccurately low reading of ¿approximately 440 mg/dl¿ on the subject meter compared to a reading of ¿500 mg/dl¿ on another meter (accucheck). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not advise what medications she uses to manage her diabetes or if she made any changes to her usual routine of diabetes management in response to the alleged product issue. The patient advised the csr that she developed ¿blurred vision and nearly went into blood sugar shock¿, after the alleged product issue began. The patient stated that because of her symptoms, she was hospitalised. She advised the csr that a blood glucose test was performed on the hospital meter and she obtained a result of ¿700 mg/dl¿. She explained she was treated by a healthcare professional with insulin shots and IV insulin. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate result with the subject meter.